Manufacturer narrative:
H10: the actual sample and a picture were received for investigation. The dialyzer was tested for leakage and was found to have internal blood leak. The dialyzer was found to leak blood internally in the dialyzer due to a bubble in the pur (polyurethane) cut surface. Upon startup of the gear pump, an internal leak was observed. Visual inspection of the photo revealed visible blood pooling in the area of the header cap. This image is consistent with an internal blood leak. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately three minutes after starting treatment with revaclear 300, a blood leak alarm was generated. Blood was observed in the dialysate path. Treatment was stopped. It was further reported the blood was not returned to the patient and a blood transfusion was administered. No additional information is available.